Event description:
A surgeon reported that a pt had embedded debris, which was irrigated from the nasal area of the corneal flap, in the right eye, six days following lasik surgery. The pt reported that his vision was blurry. In a follow up, a technician reported the pt returned for follow up, and the blurry vision continued. A spectacle prescription was given, and the pt will return in one month for follow up.

Manufacturer narrative:
Eval summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).